Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered two antibiotics at a higher rate or volume than programmed (over infusion) during therapy. The device was programmed to deliver a 102.5 ml of 100mg/100ml gentamicin (antibiotic) over 30 minutes. The customer reported that the device infused the total bag volume of 102.5 ml within 20 minutes. The same device was also programmed to deliver 70 ml of a second antibiotic (500mg/100ml ) over an hour to the same patient. The customer reported that the device had infused the total bag volume of 70 ml within 15 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional symptoms of upstream and downstream occlusions initially found by the customer review of the event history log. The customer had also reported that the history review "shows nurse cleared secondary program mid infusion and ran primary on both medication infusions. Pump was loaded and unloaded multiple times". The customer review of the event history log had also reported that the hard limits were exceeded and an inactivity alarm was found in the log.

Manufacturer narrative:
The first emdr follow up had a date received by MFR 03/06/2017, which is incorrect. The correct date received by MFR g4 is 02/08/2017. In the first emdr follow up "correction" and "additional information" had been incorrectly selected. The correct selection included only "additional information".